Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that two pumps were not functioning properly. The pumps did not show error messages or alarms, however, according to the reporter they were not dispensing the proper amount of medication and the patient was getting some side effects such as numbness, nausea, pale skin. The patient had a new pump available. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: d4: updated.